Manufacturer narrative:
A qualified service engineer evaluated the system based on the customer complaint. The service engineer confirmed the locking mechanism was not functioning properly. The customer's immediate concerns were addressed by replacing the cable. The defective part was disposed of while on-site. No further information is available.

Event description:
A customer reported the swivel mechanism of their affiniti 50 ultrasound system¿s control panel did not lock properly while transporting the unit within the user facility. The failure occurred outside of clinical use and no patient or user was harmed as a result of the issue. A philips service engineer resolved the issue by replacing the cable. The system has been returned to use. No further issues reported. Philips has started an investigation for this complaint.